Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 5-5 mm amplatzer piccolo occluder was selected for implant. Prior to device release, imaging revealed turbulence within the descending aorta and the physician was concerned about aortic obstruction. The sonographer reassured the physician that no obstruction was present and the physician elected to release the device. Post-release imaging revealed turbulence at the level of the aortic ampulla. There was significant pulse waved and continuous waved doppler flow above 2 meters per second in addition to diastolic runoff, consistent with aortic obstruction. The physician elected to remove the device using a snare. The device was successfully removed without issue and a 4-4 mm amplatzer piccolo occluder was implanted without obstruction. The patient remained stable throughout the procedure and no complications were reported. The patient is reported to have fully recovered.

Manufacturer narrative:
An event of aortic obstruction and device removal was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 5-5mm amplatzer piccolo occluder was selected for implant. Prior to device release, imaging revealed turbulence within the descending aorta and the physician was concerned about aortic obstruction. The sonographer reassured the physician that no obstruction was present and the physician elected to release the device. Post-release imaging revealed turbulence at the level of the aortic ampulla. There was significant pulse waved and continuous waved doppler flow above 2 meters per second in addition to diastolic runoff, consistent with aortic obstruction. The physician elected to remove the device using a snare. The device was successfully removed without issue and a 4-4mm amplatzer piccolo occluder was implanted without obstruction. The patient remained stable throughout the procedure and no complications were reported. The patient is reported to have fully recovered.